Event description:
Per the info provided by the physician/surgeons office, the device was removed due to "infection". It was reported that "cultures were taken" at the time of surgery. Additionally, it was observed at the time of the event that the "device seemed to work fine".